Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device revision insulation damage with an exposed conductor coil was observed on this right ventricular (rv) lead near the terminal pin. This lead was surgically abandoned and a new rv lead implanted. There were no reports of previous observations or issues related to the lead or measurements. No adverse patient effects were reported.